Event description:
It was reported that the patient presented to the hospital with sudden chest pains. Lead perforation was confirmed. No electrical anomalies were noted. The lead was explanted and replaced without complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.